Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field, indicating that this device was explanted and replaced. The device will be collected and returned for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.